Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), approximately five years after the implant of a 26mm sapien xt valve in the aortic position, the patient presented with valve stenosis, a mean gradient of 40mmhg, a peak gradient 80mmhg, and a valve area of .8cm2. A valve in valve was performed with a 26mm sapien 3 valve implanted via femoral approach. Post echo showed an excellent outcome with a gradient decreased to 15mmhg.

Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards lifesciences for evaluation. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the stenosis is unknown; however, patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.